Event description:
On (B)(6) 2022, a patient underwent port placement procedure using the powerport m.r.I. Isp with the catheter inserted via the right subclavian vein tubing and the port positioned at t7. 2 years 11 months and 3 days post procedure, during a hospital visit for treatment, the nursing staff observed a skin bulge at the port site while administering normal saline. Upon opening the pouch and removing the port, it was found that the locking mechanism connecting the catheter to the port had fractured at the base. Additionally, saline injection resulted in extravasation and problems with blood withdrawal. A new implanted port was successfully placed.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding a powerport attached to a catheter. The catheter is noted to have a partial break at the site near the cathlock and a small portion of the catheter is noted to remain within the cathlock. Therefore, the investigation is confirmed for the reported catheter fracture, leak and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent port placement procedure using the powerport m.r.I. Isp with the catheter inserted via the right subclavian vein tubing and the port positioned at t7. 2 years 11 months and 3 days post procedure, during a hospital visit for treatment, the nursing staff observed a skin bulge at the port site while administering normal saline. Upon opening the pouch and removing the port, it was found that the locking mechanism connecting the catheter to the port had fractured at the base. Additionally, saline injection resulted in extravasation and problems with blood withdrawal. A new implanted port was successfully placed.